Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device smells like dust. Additionally, the patient alleges headache, difficulty breathing, sore throat, and nasal irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a dreamstation bipap avaps30 device. The patient reports the patient had odor, headaches, difficulty breathing, sore throats, and nasal irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust contaminant on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. The o-ring of the rear panel appeared to be smashed and not sitting correctly. A plastic-like particle, consistent with a filter retention clip, was observed laying under the blower on the blower box. Keratin-like contamination was observed around the blower output seal. ER-2243857(v01) addresses the issue of keratin. Manufacturer was able to confirm the presence for degraded sound abatement foam residue in the blower box. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. The device event logs were downloaded and reviewed by manufacturer. The manufacturer was not found any error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they cannot confirm the complaint of other thermal issues and confirmed dust contaminant. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.